Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during use. The patient was connected at the time of the alarm. The home patient (hp) had started the initial drain without connecting, but then they connected when the hc alarmed with the se 2240. The technical service representative (tsr) explained the alarm and had the hp cycle the power to clear it. The tsr then explained that the supplies were compromised and they would need to start over with all new supplies. There was no patient injury or adverse event associated with this report.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set and for when and how to connect to the disposable set. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a supplemental medwatch will be submitted.